Manufacturer narrative:
Device was not returned for root cause analysis. Complaint for the failure mode "a0005 - air in line." Could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint could not be confirmed and without the return of the used samples, a comprehensive failure investigation could not be performed, and a probable could not be determined.

Event description:
It was reported that the device had an air in line alarm. It is unknown if the product is returning. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Section a: updated with new information. B5: additional information was received that there was patient involvement. No patient harm/adverse event was reported. D4: corrected. H2, h4, h6: corrected.